Event description:
It was reported that a revision surgery was performed due to instability.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The root causes of the pain and instability suffered by this patient were likely long term results from the damage to the knee from the gunshot wound, which resulted in "severe dystrophic bone and deformity" and in multiple knee procedures with some prior to the noted (B)(6) 2015 implant of s&n product. Noted is that no mention of a "loose hinge and broken hardware" was documented in the operative notes and the current implants are not smith and nephew products. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.